Manufacturer narrative:
The device is reported to be returning for an investigation and evaluation. At this time, we are pending its receipt. The lot number of the device ais unavailable and was unknown by the end user when asked. Once the device is received an investigation of the device will be performed and a supplemental report will be filed upon completion of the investigation.

Event description:
The doctor reported that an implant was placed on tooth location #19, on (B)(6) 2016. When he attempted to place an healing abutment and he could not get it to seat/ engage. The dr. Then tried placing the cover screw and it did not fit either. Further information was received, when placing the healing abutment, the screw would go half way and then got stuck. It would not fully seat. The dr. Elected to remove the implant the same day ((B)(6) 2016) as he did not want to leave the engagement feature exposed. The patient did not suffer any adverse events. However, due to removal of the already placed implant, the patient is rescheduled for an additional surgery at a later unspecified date. The patient is stated to be doing okay.